Event description:
Pt was s/p CABG x3 and was on external dual chamber pacer. Battery was new and fully charged. Outer cover to battery draw had come off. Battery was inserted but draw not closed fully resulting in battery not being fully engaged. After a short while pacer failed to continue pacing resulting in need to do CPR and new sternotomy. Pt recovered without ill effects.